Manufacturer narrative:
(B)(4).

Event description:
The pt had a seroma. They tried putting a drain in the site and it fell out. They also tried a binder around the effected area; this worsened the issue. The wound area was breaking down. The physician was planning to consult with another physician regarding the case. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.